Event description:
It was reported that almost immediately after insertion of the iab, blood was noted in the tubing. The iab was removed and there were no complications. It was stated that the iab may have been nicked before or during insertion.